Manufacturer narrative:
This initial/final MDR will be the only report submitted for MFR report # 1226348-2017-00154. Unknown part number, several attempts to obtain product were unsuccessful, UDI unavailable. Lot number unknown, therefore manufacture and expiration dates are also unknown. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that the enterprise stent (enc452212/unknown lot) that was sent to surgery presented a defect.